Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed and there were no issues related to this complaint.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014. Inratio2 inr: 1.2, lab inr: 2.0. Therapeutic range: 2.0-3.0. The time between testing was unk, however, it was reported to have been the same day. Facility has been a long time user of the inratio products. Just recently they upgraded from the original inratio monitors to the inratio2 monitors. Customer stated they have seen this similar issue with a few other pts but no data provided. Exact technique and pt specifics was not provided for this comparison test. There was no reported adverse pt sequela. There was no additional info provided.